Manufacturer narrative:
The pump was received unresponsive up arrow button due to corroded a keypad trace. No moisture damage on the electronics noted. The pump also had minor scratches on the display window and cracked reservoir tube lip.

Event description:
It was reported the buttons on the insulin pump were unresponsive. The device was exposed to water. Customer's blood glucose was 7.3mmo/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.